Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed, adjust belt messages) has been confirmed. Upon investigation the electrode belt unable to complete detect and treat testing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief. The root cause for the strained cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.